Event description:
Pt stated one of her pumps (serial number (B)(6)) is giving her an error stating "cassette discharged" and alarming. Pt stated clinical nurse educator also tried to assist but still did not work. Pt is currently using backup pump with no issues. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No. None reported. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.